Manufacturer narrative:
Additional information was requested but was not available.

Event description:
It was reported that a diagnostics anomaly was observed on the device. No intervention was performed.